Event description:
Rptr's problems started in 1985 and are getting worse. Her insurance will not cover the expenses. She has silicone gel bleed, autoimmune problems, allergies, burning and stinging skin, lesions, a growth, rashes, hives, muscle pain, weakness, spasms, tremors, numbness, tingling, chronic headaches, back and leg aching, vision problems, dry eyes, sweats, chills, joint pain, stiffness, swelling, arthritis, pulmonary and vascular problems and she is sensitive to cold. Rptr was told that the implants were not the cause of her problems and that they would last a lifetime. Rptr has always been very strong and healthy.